Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8709sc lot# n186100029, implanted: 2009 (B)(6), product type catheter product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
The patient was in the emergency room with increased spasticity. The patient also suffered from frequent utis (urinary tract infections) and had wound issues. The pump had been refilled on (B)(6) 2012 but was likely not updated. On (B)(6) 2012, the hcp (healthcare provider) discovered the issue when the patient returned to the hcp office prior the next refill date due to the pump alarming. When the pump was interrogated, the interrogation showed there was nothing in the reservoir and the last update had been in (B)(6) 2012. The hcp had a print report showing they updated the reservoir volume. This print report could have been printed without the pump being updated on (B)(6) /2012. At the (B)(6) 2012 refill appointment, the hcp removed 5 mls from the pump. After calculations were performed, it was determined the hcp should have expected 4.9 mls; so the pump drug volume was accurate. On (B)(6) 2012, it was noted that the patient was receiving effective therapy, and no devices were explanted. On (B)(6) 2012, the physician indicated that the patient was previously in an emergency room because of hypotonia in her lower extremities; and the pump was interrogated on (B)(6) 2012. It was further noted that the patient was admitted with low tone and they were concerned that the patient could be getting too much medication or "something like that". It was believed that the patient's dosing was checked, and that "it was sort of typical for the patient"; they did not suspect an issue with the pump. The physician planned to schedule an MRI due to neck pain and this was not in regards to a suspected issue with the patient's infusion system. The pump was used to deliver baclofen.